Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The procedure was finished with manual sutures. No adverse consequences to the pt was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.